Event description:
It was reported that the pump battery was hot to the touch. The user also mentioned discovering an unk residue in the battery compartment when she tried to remove the battery. The user reported that the pump was exposed to swimming pool water a day before she found the battery hot to the touch.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed a crack in the battery compartment and visible moisture ingress. The pump was exercised and no overheating was observed.